Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that 4 years ago relative to (B)(6) 2019, the patient had an unrelated surgery but "they did not turn her pain pump off for the surgery and she had issues she could not wake up she was overdosed it affected her anesthesia." No further complications were reported.